Event description:
According to the reporter: occurred post-operatively following an open inguinal hernia repair. The device had a defect approximately 3-5cm after the incision. There was wound exudate which was infected and required dressing for more than one month. The patient status is alive, with injury.